Event description:
During dialysis, venous needle fell out of pt, causing blood loss with no venous pressure alarms from machine. Blood pump alarms were checked and found to work correctly to MFR's spec. This happened two times again. Staff inserviced on taping venous needle. Two different kidney dialysis machines failed to alarm properly. Serviceman from co could not explain, suggests kink in tubing.